Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged arterial bleed is related to the v.a.c. Ulta¿ therapy system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: v.a.c. Ulta¿ therapy system contraindications do not place foam dressings of the v.a.c. Ulta¿ therapy system (including both v.a.c.® therapy and v.a.c. Veraflo¿ therapy dressings) directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. V.a.c. Ulta¿ therapy system warnings: bleeding: with or without using v.a.c.® therapy or v.a.c. Veraflo¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy or v.a.c. Veraflo¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy or v.a.c. Veraflo¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Ulta¿ therapy unit and dressings (both v.a.c.® therapy or v.a.c. Veraflo¿ therapy) should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Always ensure that v.a.c.® foam dressings and v.a.c. Veraflo¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Hemostatic agents applied at the wound site: non-sutured hemostatic agents (for example, bone wax, absorbable gelatin sponge, or spray wound sealant) may, if disrupted, increase the risk of bleeding, which, if uncontrolled, could be fatal. Protect against dislodging such agents. Consideration should be given to the negative pressure setting and therapy mode used when initialing therapy. Sharp edges: bone fragments or sharp edges could puncture barriers, vessels, or organs causing injury. Any injury could cause bleeding, which, if uncontrolled, could be potentially fatal. Beware of possible shifting in the relative position of tissues, vessels or organs within the wound that might increase the possibility of contact with sharp edges. Sharp edges or bone fragments must be eliminated for the wound area or covered to prevent them from puncturing blood vessels or organs before the application of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Where possible, completely smooth and cover any residual edges to decrease the risk of serious or fatal injury, should shifting of structures occur. Use caution when removing dressing components from the wound so that wound tissue is not damaged by unprotected sharp edges.

Event description:
On 11-aug-2020, the following information was reported to kci by the emergency technician: the patient allegedly experienced increased bleeding from an artery located on the edge of the wound. No additional information was provided. A device evaluation of the v.a.c.ulta¿ therapy system is currently pending completion.

Manufacturer narrative:
MDR-3009897021-2020-00118285-iss submitted on 10-sep-2020 noted in section d9 returned to manufacturer: 13-aug-2020 correction: section d9 returned to manufacturer: 12-aug-2020 based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged arterial bleed is related to the v.a.c. Ulta¿ therapy system.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.